Manufacturer narrative:
(B)(4). B. Braun medical, inc. (The importer) is submitting this report on behalf of b. Braun (B)(4). This report has been identified as b. Braun (B)(4). The pump and the set in the reported incident were not returned for eval. Without the actual sample, a thorough investigation could not be performed. No specific conclusions can be drawn. However, add'l info provided by the user facility indicated the issue to be most likely related to user error. It is believed that the nurse did not engage the internal safety clamp when loading the set into the pump before closing the door. Per the instructions for use (IFU), the freeflow clamp is to be inserted until the opening lever locks in and the safety clamp squeezes the lines (flashing signal lamp goes out). All available info regarding this occurrence has been forwarded to the actual MFR for further eval. If any pertinent info is made available from the MFR, a f/u up report will be filed.

Event description:
As reported by the user facility: pt is hypotensive, systolic blood pressure at 1200 was 80's and at 1215 was 102. Pt is on neosynephrine drip at 80 mcg/min. Bag is empty, new bag and tubing is ready to be hung. New bag is double strength. Pt complains of feeling lightheaded. Earlier in the shift, when her systolic pressure was 78, she complained of lightheadedness. Braun pump is used, prompt followed as to when to keep the roller clamp closed or opened. After re-programming for the new concentration, I pushed the "start" button but there was a message that read: "invalid, check cassette." I opened the cassette and the tubing is in place, nothing out of the ordinary was noted. Again, I pushed the "start" button and got the same message: "invalid, check cassette," I pushed the nbp to check her pressure, it was 195 systolic. While looking at the blood pressure, I noticed that the neosynephrine bag was half empty. I reached over and closed the roller clamp. A recheck in 1 minute showed 175 systolic. Pt complained of abdominal pain and tongue swelling. Tongue is white. Pt is medicated with benadryl 25 mg IV and ntg tablet sublingual twice. Spo2 88% on 3l of o2, increased fio2 to 6l per nasal cannula. Rt gave pt a treatment. Add'l info provided by the facility indicates that during the reported incident, after closing the door to the pump, the nurse opened the roller clamp on the set, and then noted the error message on the pump. The reporter does not believe this issue to be related to the pump or set. It is believed that the nurse did not engage the internal safety clamp when loading the set into the pump before closing the door. The reporter indicated the facility is conducting an in-service training with the staff regarding this issue. The pump will not be returned for eval.